Manufacturer narrative:
Concomitant medical products: 4285 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was reported that the right atrial (ra) lead exhibited a polarity switch due to low impedance. It was also reported that the ra lead exhibited oversensing, noise, far field r-wave (ffrw) oversensing and was suspected to be fractured. The lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.